Event description:
User received discrepant sodium results for two pt samples. One example was provided. The pt initially recovered 123 mmol/l and when repeated on another analyzer, the sample recovered 133 mmol/l. Erroneous results were not reported. The field service representative could not determine a cause, but noticed an increase in the slope after performing an electrode etch. He also checked the ise mix and dry functions. Performance tests were performed.